Event description:
It was reported that during implant the lead exhibited high impedance. The lead was not used and replaced.

Manufacturer narrative:
Final analysis found normal device characteristics.